Event description:
It was reported to boston scientific corporation that during unpacking, a contour ureteral stent was discovered to be cut \while in the package. Reportedly, no damage was reported to the product packaging and the seal of the stent packaging was intact. The damage to the device was noticed during unpacking and the product never entered the procedure room. Note: this report pertains to one of two devices. Associated manufacturer report # 3005099803-2012-01838 pertains to the other device.

Manufacturer narrative:
(B)(4)